Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
Patient underwent a right shoulder arthroplasty and 17 days post-implantation experienced 1 mm of glenoid radiolucency is reported in zones 1, 2, and 4. No revision has been reported to date.